Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported by the customer that the touchscreen became unresponsive. Reportedly, customer is unable to unlock the pump. In addition, it was reported that the customer experienced elevated blood glucose (bg) levels (400 mg/dl) earlier in the day. Customer delivered a correction bolus to stabilize bg levels. Customer stated they have back up manual injections for continued insulin therapy.